Event description:
A 4.5 mm lcp condylar plate implanted for a comminuted left supracondylar femur fracture with proximal extension, was noted to have broken post operatively. Pt was returned to the or for removal of the broken implants and revision of non-union.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.